Event description:
Information was received indicating that during use, the program on a smiths medical cadd ms3 pump was wiped out. It was suspected that the cause of this event was the internal battery running out. No patient consequences were reported, and no adverse effects were reported.

Event description:
Information was received indicating that during use, the program on a smiths medical cadd ms3 pump was wiped out. It was suspected that the cause of this event was the internal battery running out. No patient consequences were reported, and no adverse effects were reported. It was further reported that the patient was being infused with a life-sustaining drug. The patient was able to utilize a back up pump.

Event description:
Information was received indicating that during use, the program on a smiths medical cadd ms3 pump was wiped out. It was suspected that the cause of this event was the internal battery running out. No patient consequences were reported, and no adverse effects were reported. It was further reported that the patient was being infused with a life-sustaining drug. The patient was able to utilize a back up pump.